Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/24/2015 and evaluated by lifescan product analysis on 5/4/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging that the subject meter read inaccurately compared to another meter. The reporter claimed obtaining blood glucose readings where the subject meter read ¿285 and 523mg/dl¿ and alleged that these readings were higher than results obtained on a accuchek meter. No exact values were given for the other meter. This complaint is being reported because the reported issue was not resolved with troubleshooting and we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.